Event description:
While analyzing device diagnostic test data collected from treating neurologists, manufacturer became aware of a device diagnostic test resulted in high lead impedance reading indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator battery had not reached end of life. Lead break is suspected. Report is incomplete because device tracking information was not submitted to manufacturer at the time of initial implant. Additionally, no response has been received to manufacturer's request for further information from treating neurologist.